Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer was unable to determine the root cause. The lm reported that the most probable cause for the reported event is as follows: it is presumed that the phenomenon occurred because the device was used in a state where foreign substances such as dust, dirt, and chemical liquid residue adhered on the electrical contacts. If dust or dirt is attached to the electrical contacts, the communication between the video processor and the endoscope cannot be conducted normally, and a scope communication error (b30) occurs. For the following phenomenon, the description in the instruction manual of cv-190 was confirmed. B30 before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts are completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction. Do not clean the output socket, other connectors, or the ac power inlet. Cleaning them can deform or corrode the contacts resulting in damage to the light source. As a result of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation.

Manufacturer narrative:
The unit was not returned to the service center for evaluation. The cause of the reported event could not be determine at this time. The investigation of this event is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that during unspecified procedure, the clv-190 displayed an ¿b30¿ error message. There was no patient injury reported.

Event description:
Received an email from the user facility providing additional information regarding the reported event. The name and type of procedure performed was unable to be provided. They thought it was the clv-190 but then they tried a different scope and the second scope worked. The model and serial number of the scope that was not working was the gif-hq190, serial number 2854563. There was a delay in the procedure for approximately 3-4 minutes. The type of anesthesia used was propofol. This device (clv-190) will not be returned to olympus as it is working fine. There was no patient injury, infection or medical intervention required. The date that this occurred on is unknown. The device was inspected. There was no damage or abnormalities observed. There were no foreign objects such as grease, lint or dust on the electrical contacts. The connection was secure.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the user facility and information based on the legal manufacturer's investigation. The following sections were updated: b5, d8, e2, e3, g3, g6, h2, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. As the product will not be returned to olympus, based on the results of the legal manufacturer's investigation, it is likely the phenomenon occurred because the device was used in a state where foreign substances such as dust, dirt, and/or chemical residue adhered to the electrical contacts. This would cause an interruption of communication between the video processor and the endoscope, resulting in the b30 error. The following verbiage is identified within the instruction manual of the clv-190: "before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts are completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope light source may malfunction. Do not clean the output socket, other connectors, or the ac power inlet. Cleaning them can deform or corrode the contacts resulting in damage to the light source". However, the customer confirmed that the clv-190 is working fine and determined it was the scope that was malfunctioning. A separate complaint record has been filed for that scope (gif-hq190).